Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to respond when first pressed of the insulin pump, squirt insulin when priming prior to dripping out, had shut off. The customer's blood glucose value was unknown. The customer was reported that the insulin pump had to reset date and time in pump during a battery change, had to rewind more than once, need to hit esc or resume to get it to restart. The insulin pump will not be returned for analysis.